Event description:
Patient was reported to have suffered a stroke on (B)(6) 2022 and was experiencing an impaired consciousness, oculo-motor disorders, left hemianopsia, left hemiplegia and dysarthria. The electrocardiogram found an atrial fibrillation. The patient didn't get a thrombolytic treatment considering the fact that the patient was under anticoagulant treatment. The patient¿s neurological assessment having national institute of health stroke scale (nihss) score was 19. The patient had received a mechanical thrombectomy randomization in experimental arm on (B)(6) 2022 under oro-tracheal intubation and sedation as the patient was agitated. A brain magnetic resonance imaging (MRI) scan was done on (B)(6) 2022 and showed the presence of a newly formed hematoma and a hemorrhage. Afterwards, the patient's neurological status deteriorated with an increase in the nihss score by 6 points as reasonable possibility related to the study procedure (thrombectomy) and to the progression of the disease under study. Moreover, on (B)(6) 2022, the patient experienced posterior epistaxis with intraoral bleeding with blood clots following the complicated insertion of a nasogastric tube. To treat this bleeding, a nasal fibroscopy was done and pharyngeal drains were used. The patient was recovering from epistaxis and mouth bleeding as reasonable possibility related to the study procedure (thrombectomy/ oro-tracheal intubation of the thrombectomy/ and use of a nasogastric tube ). The patient's clinical deterioration with the appearance of respiratory distress quickly led to a decision to provide comfort care. In this context, the patient died on (B)(6) 2022 (5 days after thrombectomy). No other information was provided. Update additional information: per gfe response and safety assessment indicated that the hematoma and bleeding were not related to the stryker device. The patient was too agitated for the thrombectomy and had to be put under general anesthesia with nasogastric tube placement to facilitate intubation which resulted in the hemorrhage. Per additional information llt (lowest level term) was neurological status deterioration and soc (system organ class) was nervous system disorders. Outcome of the ae: patient died from neurological status deterioration on (B)(6) 2022 (duration of sae 6 days). The patient's clinical deterioration with the appearance of respiratory distress quickly led to a decision to provide comfort care. In this context, the patient died on the (B)(6) 2022. Per additional information received, causality assessments are as below: the sponsor assessed on neurological status deterioration as reasonable possibility related to the study procedure (thrombectomy). The investigator assessed on neurological status deterioration as reasonable possibility related to the study procedure (thrombectomy) and to the progression of the disease. In the opinion of the physician, the patient's outcome (death/neurological deterioration) was not related to the stryker devices. The physician has no alleging malfunction or noncompliance of a stryker device. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
Update additional information: per gfe response and safety assessment indicated that the hematoma and bleeding were not related to the stryker device. The patient was too agitated for the thrombectomy and had to be put under general anesthesia with nasogastric tube placement to facilitate intubation which resulted in the hemorrhage. Per additional information llt (lowest level term) was neurological status deterioration and soc (system organ class) was nervous system disorders. Outcome of the ae: patient died from neurological status deterioration on (B)(6) 2022 (duration of sae 6 days). The patient's clinical deterioration with the appearance of respiratory distress quickly led to a decision to provide comfort care. In this context, the patient died on the (B)(6) 2022. Per additional information received, causality assessments are as below: the sponsor assessed on neurological status deterioration as reasonable possibility related to the study procedure (thrombectomy). The investigator assessed on neurological status deterioration as reasonable possibility related to the study procedure (thrombectomy) and to the progression of the disease. In the opinion of the physician, the patient's outcome (death/neurological deterioration) was not related to the stryker devices. The physician has no alleging malfunction or noncompliance of a stryker device. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
Patient was reported to have suffered a stroke on (B)(6) 2022 and was experiencing an impaired consciousness, oculo-motor disorders, left hemianopsia, left hemiplegia and dysarthria. The electrocardiogram found an atrial fibrillation. The patient didn't get a thrombolytic treatment considering the fact that the patient was under anticoagulant treatment. The patient¿s neurological assessment having national institute of health stroke scale (nihss) score was 19. The patient had received a mechanical thrombectomy randomization in experimental arm on (B)(6) 2022 under oro-tracheal intubation and sedation as the patient was agitated. A brain magnetic resonance imaging (MRI) scan was done on (B)(6) 2022 and showed the presence of a newly formed hematoma and a hemorrhage. Afterwards, the patient's neurological status deteriorated with an increase in the nihss score by 6 points as reasonable possibility related to the study procedure (thrombectomy) and to the progression of the disease under study. Moreover, on (B)(6) 2022, the patient experienced posterior epistaxis with intraoral bleeding with blood clots following the complicated insertion of a nasogastric tube. To treat this bleeding, a nasal fibroscopy was done and pharyngeal drains were used. The patient was recovering from epistaxis and mouth bleeding as reasonable possibility related to the study procedure (thrombectomy/ oro-tracheal intubation of the thrombectomy/ and use of a nasogastric tube ). The patient's clinical deterioration with the appearance of respiratory distress quickly led to a decision to provide comfort care. In this context, the patient died on (B)(6) 2022 (5 days after thrombectomy). No other information was provided.

Manufacturer narrative:
The subject device is unavailable to manufacturer.